Event description:
On 12th march 2025, it was reported by an arthrex employee via email that for an ar-1588rt, acl tightrope rt, the suture was hard to be tighten and pull when retrieved by the surgeon. This was detected during a meniscus repair surgery on (B)(6) 2025. The case was completed successfully where the surgeon cut the sutures and used a new ar-1588rt to continue with the case. No secondary procedure needed and there was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-1588rt, batch 15238318, was received for investigation. Visual evaluation noted that only the button was received for investigation. The button had nicks/damage in the circumference of the holes. Functional testing was not performed due to damage to the device. The most likely cause is misuse, which involves prying or leveraging the device during the tightening or tensioning of the sutures. Refer to investigation photos. Complaint allegation is confirmed.